Manufacturer narrative:
Other text: additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed.one device and pictures were returned for investigation. Upon visual and physical inspection, it was seen that a bite mark was found in the inflation line. Root cause analysis was done and the most probable root cause is that the damage was done after the device left the manufacturing facility. No action taken required since the failure mode reported is not attributable to the manufacturing process.

Event description:
It was reported the device was in use and a leak was found at a cracked area of the tube. No adverse effects reported.